Manufacturer narrative:
Other applicable components are: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. This event was previously reported under regulatory report 217176741. Any additional information received regarding this event will be captured under this regulatory report moving forward.

Event description:
The manufacturing representative (rep) reported that during the patient&#62688;battery replacement, impedances were checked and all were within normal limits. When the doctor was pulling the tail end of the leads from the ins battery to trim some of the plastic, the rep noticed that one of the leads looked broken. After hooking the leads back up to the battery, impedances on electrode #4 appeared out of range. The lead was pulled in and out of the battery multiple times, but the issue remained unresolved. The rep noted that the patient was fine with being programmed without electrode #4, as they were not using that lead. The rep mentioned that the damage to the lead may have been a result of the doctor applying excessive pressure with their forceps to the top of the ins battery during removal. No patient harm was reported. The patient was implanted for failed back surgery syndrome and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.